Manufacturer narrative:
Note: this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: user reported we had a medication error relating to drip selected wt based on the pump but programmed dose of non-wt based 24h usual infusion administered over 30 mins. No adverse event was reported. Pump was not returned for evaluation. The investigation, performed by both university health and by fresenius kabi (reviewing the pump history log) determined that the incident was caused by the end user and not related to the pump. No malfunction discovered with the lvp. Fresenius kabi is submitting a retrospective report based on the medication error (overdose); this has been attributed to a user error.